Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, (b)(4. ) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at multiple locations and exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.